Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set tape not sticking event on 23-feb-2026. The infusion set pulled from his belly. No further information available.